Event description:
Product used by mother and son. Son: used to put over allergy shot.

Event description:
Product used by mother and son. Bandage discolored skin and product left a scar on right side of breast and below collar bone used to cover a pimple.